Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a notification that the insulin was getting delivered but it was not supposed to be. The customer's blood glucose level was unknown. The customer also reported that the battery life was diminished. The insulin pump will be returned for analysis.